Manufacturer narrative:
Controls were in range before and after the incident. Precision claim meets established specification. A field service engineer (fse) was dispatched for this event. No hardware was replaced during service visit. The root cause is unknown to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining one (1) erroneously high glucose (glum) patient result when running in duplicate mode generated by the unicel dxc 800 pro synchron chemistry analyzer. The first patient result produced a result of 125 mg/dl and the second replicate produced a result of 105 mg/dl. The sample was repeated on an alternate instrument yielding a result of 106 mg/dl, which was reported. No erroneous results were reported out of the laboratory. Patient treatment was not affected in regard to this event, as the customer runs glucose samples in duplicate mode and verifies prior to reporting the result.